Manufacturer narrative:
(B)(4).

Event description:
It was reported "intra-aortic balloon inserted during an emergent heart catheterization without any difficulty. Patient transferred to cardiac ICU and 81 minutes later required escalating vasopressor use- intra-aortic balloon with helium loss and subsequent rupture of balloon. Patient returned to cath lab for intra-aortic balloon removal and insertion of impella device". The patient's current condition is reported as "discharged to a skilled nursing facility".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "intra-aortic balloon inserted during an emergent heart catheterization without any difficulty. Patient transferred to cardiac ICU and 81 minutes later required escalating vasopressor use- intra-aortic balloon with helium loss and subsequent rupture of balloon. Patient returned to cath lab for intra-aortic balloon removal and insertion of impella device". The patient's current condition is reported as "discharged to a skilled nursing facility".